Event description:
It was reported that a patient presented with dislodgement of the right atrial lead and cardiac perforation noted on the patient's right ventricular lead. No electrical mlafunctions were reported. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.